Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this clinic requested battery analysis for this implantable device due to potential premature battery depletion. Disk analysis was not performed as the data was never sent in for assessment. The local boston scientific sales representative reached out to the clinic for additional details. The most recent follow up data reflected a battery status of 5 years which would bring the next follow up interval to 6 months from now. Disk analysis will be performed at that time. The device remains in service and no adverse patient effects were reported.